Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported one day post implant that the right ventricular (rv) lead was unable to capture. It was also reported that the implantable pulse generator (ipg) set screw came out of the device and was lost. The rv lead was revised and remains in use. The ipg was explanted and replaced. No patient complications have been reported as a result of this event.